Manufacturer narrative:
A 2.50x32mm promus element plus was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted, bunched and pulled in a proximal direction. The undamaged stent od (outer diameter) was measured maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01sep2020. It was reported that a crossing failure occurred. The target lesion was located in a severely calcified and severely tortuous radial artery. A 2.50x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device with no patient complications. The patient status was stable. However, device analysis revealed stent damage.